Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided.. Date of event: unknown, not provided. If implanted, give date: not applicable, not implanted. If explanted, give date: not applicable, not explanted. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was rigidity when pushing the plunger forward, the lens was scratched when it came out and with bent and broken haptics. There was no patient contact. Through follow up we learned that the plunger did not push the lens correctly due to the rigidity, product is not available for evaluation. No other information was provided.